Event description:
A family member reported that boluses were being partially delivered or cancelled without user intervention. A review of the pump history indicated that a bolus programmed via the pump was not delivered, and a bolus programmed via the meter remote was only partially delivered. There were no alarms related to the cancelled boluses in the pump history. The family member stated that the keypad buttons appear normal and are responding appropriately. She was unsure if the patient had been pushing buttons while boluses were being delivered. The family member stated that the patient wears the pump on his belt, and denied exposing the pump to cleaning products. While on the phone with animas customer support, the family member was able to successfully deliver an air bolus with both the pump and the meter remote. The pump is not being returned at this time; the patient has continued using the pump without further reported incident. This complaint is being reported because bolus delivery was allegedly interrupted without user intervention.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The complaint of the cancelled boluses was unable to be duplicated; multiple boluses were performed with no issues found. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage; the ok button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.